Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a u-02 error was observed on the integrated electrosurgical unit (iesu/erbe). The intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and recommended the customer unplug the erbe from the back, unplug both foot pedal cables, and then turn the erbe back on. The customer did as instructed, however, the issue persisted. The tse asked the customer if a blue energy activation cable (371716) for connecting a third party force triad generator to the xi system was available. The customer stated yes, however they could not obtain a force triad with the same pinout as the cable. The tse then recommended that they could place the foot pedals from the force triad next to the console. The customer asked if the vessel sealer would work with it and the tse stated that it would not. The tse then recommended that they get another vision side cart (vsc) if possible. The customer got a vsc from a different room and continued with the case. The procedure was converted to another da vinci vsc, with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was inspected prior to starting and did not elicit any errors. The site was able to obtain another vsc to allow for the procedure to commence robotically.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The iesu started up with u-02 errors appearing on the screen. The fse replaced the iesu to mitigate the errors. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported failure (u-02 error upon start-up). The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the other equipment manufacturer (OEM) for repair. No images or videos were submitted for review. System log review was performed. Per the review, the following was confirmed: a sleeve gastrectomy procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is reportable due to the following: the customer converted after the start of the procedure due to a non-functional iesu. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.